Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that the nibp pump assembly and nbp pump cable required replacement. The parts were replaced to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the nibp was not reading correctly; the value was very low. The device was not in use on a patient at the time of the event. No adverse event was reported.